Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was not feeling well and was admitted to the hospital on (B)(6) 2022 with a diagnosis of peritonitis. The patient was discharged on (B)(6) 2022. Additional information was obtained through the pdrn. The patient had contacted the pd clinic twice (dates not provided) with complaints of abdominal pain. The patient was instructed to come into the clinic for evaluation; however, the patient refused. On (B)(6) 2022 the patient went to the hospital where she was administered intraperitoneal (ip) antibiotics with vancomycin and fortaz (dose unknown). The patient was diagnosed with peritonitis. A pd effluent culture was collected after the patient had been administered the initial dosage of antibiotic therapy. The patient was subsequently admitted to the hospital. The pd effluent culture resulted negative for growth. The patient was discharged on (B)(6) 2022 and continues to complete antibiotic therapy with ip vancomycin 3 days per week for three weeks (dose unknown) and ip fortaz daily for three weeks (dose unknown). The cause of the peritonitis is unknown. The pdrn has not been able to meet with the patient to discuss any possible causes of the peritonitis. The patient was scheduled for a vancomycin trough on (B)(6) 2022 in the clinic at which time the pdrn will review the patient¿s aseptic techniques as a possible cause. No additional information pertaining to the peritonitis was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The patient was administered antibiotics prior to obtaining a culture resulting in no growth. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained. As a result, the source of the infection could not be identified. The pd catheter is the source of infection in most pd-related peritonitis cases as it provides a portal of entry to the peritoneum. Most cases result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was not feeling well and was admitted to the hospital on (B)(6) 2022 with a diagnosis of peritonitis. The patient was discharged on (B)(6) 2022. Additional information was obtained through the pdrn. The patient had contacted the pd clinic twice (dates not provided) with complaints of abdominal pain. The patient was instructed to come into the clinic for evaluation; however, the patient refused. On (B)(6) 2022 the patient went to the hospital where she was administered intraperitoneal (ip) antibiotics with vancomycin and fortaz (dose unknown). The patient was diagnosed with peritonitis. A pd effluent culture was collected after the patient had been administered the initial dosage of antibiotic therapy. The patient was subsequently admitted to the hospital. The pd effluent culture resulted negative for growth. The patient was discharged on (B)(6) 2022 and continues to complete antibiotic therapy with ip vancomycin 3 days per week for three weeks (dose unknown) and ip fortaz daily for three weeks (dose unknown). The cause of the peritonitis is unknown. The pdrn has not been able to meet with the patient to discuss any possible causes of the peritonitis. The patient was scheduled for a vancomycin trough on (B)(6) 2022 in the clinic at which time the pdrn will review the patient¿s aseptic techniques as a possible cause. No additional information pertaining to the peritonitis was provided.